Event description:
Rv lead noise seen on inappropriate vf iegm. No shock delivered. Noise was reproducible in office with postural testing. Representative will discuss with physician next steps.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.